Event description:
It was reported that the blue color on the instrument trays detaches and deposits onto the instruments.

Manufacturer narrative:
This report will be amended when our investigation is completed.